Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a fracture and the date of the original surgery is unknown. Reportedly, the patient suffered a non-union on an unknown date. On (B)(6) 2014, the patient underwent a revision surgery for removal of a tibial nail and while the surgeon was taking the nail out to put another one in, the extraction screw would not thread into the nail. The threads were worn on the screw and the insertion handle bent. It was also reported that the surgeon did not use the insertion handle to remove the nail during revision surgery, it was apparently bent when the surgeon was inserting the new nail. The nail that was initially removed in the revision surgery is not available; there are also no x-rays available. As a result the surgery was delayed approximately ten minutes. There was no patient harm and the nail was eventually replaced and the procedure was successfully completed. This report is for an unknown nail. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.